Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2008, the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2008. The physician corrected the settings; however, the magnet on time was not corrected. The device was interrogated prior to the patient leaving the office on (B)(6) 2008 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the magnet on time back to previous setting. No patient adverse events were reported.